Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a broken insert. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as visual evaluation of articular surface shows extreme wear, discoloration and micro motion. The post feature of the articular surface was fractured off from the bearing. Dimensional analysis was performed and shows that the device was conforming to the specification. Sem analysis were performed which shows a sign of possible oxidation. The articular surface bearing shows sign of burnishing and possible subsurface oxidation. Additionally, the post of the articular surface shows sign of possible indentation, lipid absorption and/or oxidation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.